Event description:
A malfunction was reported with the customer's pump, and it was noted that no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.